Event description:
The problem is with the 10 ml individually wrapped, luer-lok tip, single-use, plastipak syringe. Device does not have an adequate seal between the rubber plunger and the inside of the syringe. It leaks the fluid from the inside to the outside of the plunger making it unsterile. Totally unsatisfactory.